Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced phrenic nerve stimulation following implant. Attempts to reprogram the device to avoid stimulation were unsuccessful. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported. The lead was discarded at the facility and will not be returned.